Manufacturer narrative:
Investigation in process.

Event description:
It was reported that the surgeon re-operated on a pt who had overfused his cage with bone growth causing some radicular symptoms refractory to conservative measures.